Manufacturer narrative:
The pump passed the displacement test. However, they were unable to prime the pump during the prime/compromised force sensor test due to a faulty force sensor (gold). They were unable to perform excessive no delivery test due to the prime anomaly. The pump was received with minor scratches on the lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer reported via phone call that she was trying to change her infusion set and she received no delivery alarm. Customer's blood glucose was 204 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the insulin did not exit. Customer tried a new reservoir with the current set and stated that the pump alarmed no delivery with manual prime. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.